Manufacturer narrative:
(B)(4). A partial lead measuring 39.5cm was returned for analysis. Internal insulation abrasion was noted at 6.5-7.5 cm from the proximal end of the rv shock coil. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.